Event description:
It was reported that the patient presented to the clinic during remote follow-up. Upon review, the implantable cardiac monitor (icm) exhibited t-wave oversensing. The implantable cardiac monitor was reprogrammed to resolve the issue. No patient consequences were noted.